Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice during fill one of six. The home patient stated that one of the supply lines coming from the cassette had ruptured and appeared to have a cut in the tubing. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.